Event description:
It was reported that during the procedure, the physician was unable to inflate the subject balloon and found that it was leaking. No further information is available.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the physician was unable to inflate the subject balloon and found that it was leaking. No further information is available.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the balloon catheter was found to be kinked/bent. During functional inspection, balloon difficult to inflate functional test failed. Balloon could not be inflated due to leakage. Balloon leaked functional test failed. Balloon could not be inflated due to leakage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events were confirmed during the analysis. The device failed to meet specification when returned. There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and analyzed. The balloon catheter was found to be kinked/bent and damaged. The balloon could not be inflated during the functional test due to leakage. An assignable cause of procedural factors will be assigned to the as reported and as analyzed ¿balloon leaked during use¿, ¿ balloon difficult to inflate¿, and to as analyzed ¿balloon catheter kinked/bent¿, as the issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.